Manufacturer narrative:
The complaint was confirmed. The returned lead passed mechanical testing. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed.

Event description:
A report was received that the patient¿s lead displayed high impedances. The patient underwent a revision procedure and the physician replaced the lead as he suspected lead breakage.

Event description:
A report was received that the patient¿s lead displayed high impedances. The patient underwent a revision procedure and the physician replaced the lead as he suspected lead breakage.